Event description:
Reference number (B)(4) event occurred in the united states it was reported that, the patient experienced issue with 1 infusion set's cannula being crimped on (B)(6)2024. The issue occured 3 or more hours after insertion, that led to an increase in blood glucose level of 260 mg/dl and treated it with correction bolus via pump.. The site of insertion was located at abdomen no further information available